Event description:
The customer reported that there was a short circuit form the extension cable. The lift was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The damaged power cable had already been replaced. The power cable has not been able to be investigated. No information or picture has been provided by the customer when more information has been requested. Therefore, the degree of the malfunction can´t be determined. The electrical parts of hillrom lifts are compliant with iec (B)(4)(medical electrical equipment part 1: general requirements for basic safety and essential performance) which applies to the basic safety and essential performance of medical electric equipment and medical electric systems. Even though all hillrom lifts comply to the above mentioned electrical standard, there is still a risk that abnormal wear and tear can damage the cables. Therefore, hillrom states in the periodic inspection manual for liko mobile lifts (3en371001 rev. 5) under section 8: verify that all cables are properly inserted. Re-insert if uncertain. Verify battery charge by inspecting the charger indicator. Check cables and connectors for damage or wear. In the instruction for use for uno 102 lifts (7en150104 rev. 8) states, under inspection and maintenance section: a periodic inspection of the lift should be carried out at least once per year. Periodic inspection, repair and maintenance may be performed only in accordance with the liko service manual by personnel authorized by hillrom and using original liko spare parts. For trouble-free use, certain details should be checked each day the lift is used: inspect the lift and check to make sure that there is no external damage. If the instruction as outlined above are followed it is unlikely for an injury to occur due to this error. The reported event did not result in a serious injury. Based on the only information that the charging cable had a short circuit, it can´t be determined if the malfunction could contribute to a serious injury or death if the malfunction were to recur. Therefore, hillrom is conservatively reporting this complaint. Customer discarded the charging cable.